Manufacturer narrative:
Customer should not have run patient samples without running aqc. Siemens customer care center reviewed security settings with customer and advised customer to retrain their operators. The event occurred due to an operator error.

Event description:
Customer reported that they run 98 patient samples without running quality controls. There was no report of injury due to this event.